Event description:
It was reported that a minicap transfer set was damaged. The customer described the damage as a rupture at an unspecified location. The process step was not specified. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4). A minicap transfer set was returned for evaluation. Visual inspection with the naked eye and with microscopic magnification identified a cracked light blue mainbody. The reported problem was verified. Functional tests performed included device to device testing, leak testing, clear passage testing, and clamp function testing. All functional testing requirements were met. The cause for the damaged (cracked) light blue mainbody could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.